Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been wearing the insulin pump for a little over a week and on the fourth day she it over delivered insulin. Customer stated that her blood glucose dropped to 42 mg/dl and stated she had to go to the hospital. Customer stated that she received a month's worth of insulin at once and that she gained 20 pounds in 3 days after the hospitalization. Customer stated at first that her husband had over delivered the insulin and then said that it was the insulin pump by itself. Customer stated that she is still being trained on using the device. Customer complained about the insulin pump affecting her sleep. Customer declined to troubleshoot. Afterwards, customer stated that the next day after the low blood glucose incident; she went to the doctor to get her settings adjusted. Nothing further reported.